Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered, which was causing the image to flash with stripes during use. Though, it was noted that the image was still visible. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of his urological electrosurgery procedure, his olympus camera head¿s screen flashed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that no image generated was due to defective cable. It is presumed that even when there is noise and the image cannot be seen is generated, it will cause a cable failure. Olympus will continue to monitor field performance for this device.